Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing in a laparoscopic sigmoidectomy, when the tissue was clamped and firing was performed, the device fired slightly then stopped. The firing was not completed to the end. The cartridge was replaced and the device was able to be used without problems. There was no patient injury.